Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave blood glucose results of 398 mg/dl and 101 mg/dl within 1 minute. No adverse events reported. Replacing and returning meter and test strips.